Event description:
Reporter indicated a patient had the vns generator explanted due to a (B)(6) infection on (B)(6) 2013. The vns lead was not explanted. The patient had recently had the generator implanted on (B)(6) 2013. No patient trauma or device manipulation occurred.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.